Event description:
It was reported that breakage occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "material no: 320122 batch no: 7354709. It was reported that the rear cannula end is broken. Event description per attached customer email states, "rear cannula end is broken "

Manufacturer narrative:
Investigation: customer returned (1) loose 32g x 4mm bd pen needle without a tear drop label attached, and broken non-patient end cannula. Consumer reported rear cannula end is broken. The returned sample was examined and the following was observed: - the non-patient end cannula was broken off of pen needle hub - the broken non-patient end cannula showed signs of bending, likely caused by improper attachment to a pen injector by the user. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter. "Material no: 320122 batch no: 7354709. It was reported that the rear cannula end is broken. Event description per attached customer email states, "rear cannula end is broken."